Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient experienced elevated co2 levels in the blood after use of the insufflator and subsequently developed subcutaneous emphysema. The procedure was completed robotically. During a subsequent da vinci-assisted surgical procedure that same day, which was also completed, the customer indicated that adjusting the flow rate significantly improved performance. The following information is unknown: the cause of the elevated co2 levels in the blood and subcutaneous emphysema, and what medical intervention (if any) was rendered due to the complications. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.